Event description:
The rep reported the device was used during a nephrectomy. It was reported the mcl20 the clips would not advance or come out of the jaws. The case was completed using another mcl20. There was no consequence to the pt.